Event description:
Suspect oversensing on atrial lead, possible a lead is sensing t wave. Discussed atrial sensitivity as well as refractory and blanking, per md decision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).